Manufacturer narrative:
The device was not returned for analysis. Production record review could not be performed because the lot number was not reported and the product was not returned for analysis. The lot corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure] using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was some tissue tract oozing and manual compression was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.